Event description:
New information received indicated that while attempting to turn off the patient's implantable cardioverter defibrillator, the device was in backup mode again. The device was left in back up mode with therapies disabled. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net after receiving a vibratory alert. Review of transmissions revealed that the implantable cardioverter defibrillator was in backup vvi mode. No device intervention was performed. Patient was in stable condition and will continue to be monitored.